Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "high"; although a specific value was not provided. The cause of elevated bg was unknown. The customer went to the emergency room and was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on 8/24/25 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, additionally the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin.